Event description:
Additional information was received on (B)(4) 2012, when analysis of the explanted generator was completed. The generator performed according to functional specification. During the product analysis there were no anomalies found with the pulse generator.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the explanted lead was discarded and will not be returned for analysis. The explanted generator was returned to the manufacturer on (B)(6) 2012 and is currently undergoing device evaluation.

Event description:
It was reported on (B)(6) 2012, that a vns patient was scheduled to have prophylactic generator revision surgery on (B)(6) 2012, however pre-operatively, it was found that the device had high lead impedance which is believed to have occurred sometime between the last interrogation of the neurologist and pre-surgery interrogation. The patient was not aware of any trauma. The dcdc was 7. The settings were 3/30/500/7/0.3/3.25/500/60 eos was no. The device was not programmed off as the patient was not experiencing any pain. The patient had the lead and generator explanted and replaced on (B)(6) 2012. During the surgery, it was noted that the lead was twisted. Good faith attempts to obtain the explanted lead and generator are in progress.

Manufacturer narrative:
.